Event description:
It was reported that the customer was hospitalized for dka. The nurse stated that the customer has not changed out the set for two weeks. The alarm history indicated that an alarm occurred multiple times prior to the event. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. It was noted that the customer was instructed to follow the two hbg rule and was educated on the alarm.